Event description:
The patient reported that the cuff continued to inflate, causing pain and redness to their arm, but then it deflated on its own. They noted that the redness lasted for about a week. During a scheduled appointment for a different health issue, the patient mentioned that their doctor examined their arm and recommended taking tylenol for the pain. Additionally, the patient indicated that they have kidney disease. It was confirmed that the patient does not take any medications that could cause easy bruising and that the cuff used was the correct size for their arm.

Manufacturer narrative:
The device associated with this incident was not returned for investigation. Should this device be returned, a supplemental report will be filed to document the results of the investigation.